Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2023, a off-label tricupsid procedure was performed, with one mitraclip xtw placed. During the procedure, the clip detached from a leaflet (single leaflet device attachment (slda)). Tr was recurrent grade 3-4. On (B)(6) 2024, reintervention was performed. One triclip xtw (lot: 40911r1028) was placed successfully, reducing tr to grade 2-3.

Manufacturer narrative:
This report (initial 2135147-2025-00148-00) has been identified as a duplicate event of previously filed MDR report number (2135147-2023-05299-00). Updated final report will be submitted separately for 2135147-2023-05299-00 as 2135147-2023-05299-01.

Event description:
This report (initial 2135147-2025-00148-00) has been identified as a duplicate event of previously filed MDR report number (2135147-2023-05299-00). Updated final report will be submitted separately for 2135147-2023-05299-00 as 2135147-2023-05299-01. It was reported that on (B)(6) 2023, a off-label tricupsid procedure was performed, with one mitraclip xtw placed. During the procedure, the clip detached from a leaflet (single leaflet device attachment (slda)). Tr was recurrent grade 3-4. On (B)(6) 2024, reintervention was performed. One triclip xtw (lot: 40911r1028) was placed successfully, reducing tr to grade 2-3.